Event description:
It was reported that a pt underwent a surgical procedure using rhbmp-2/acs. Reportedly, one of the pt's vertebral bodies resorbed entirely. A surgical revision was performed, due to the bone resorption.

Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the MFR for eval. Therefore, we are unable to determine the definitive cause of the reported event.